Manufacturer narrative:
A follow-up was performed, and the following information was obtained. The customer reported that the synchroseal instrument was not checked prior to use but there was no unusual damage. The customer could name the exact surgical task being performed but reported that it was a tissue separation. The issue didn't occur after a system failure. Before the problem occurred, meso/fatty tissue was clamped between the jaws and the synchroseal instrument worked during the procedure. The synchroseal instrument had been in used for about 46-60minutes before the event occurred. The instrument was removed from the system and the jaws could not be opened from the outside using the sliding button. There was no undesired effect on the gripped tissue, since the tissue did not need to be repaired and there was no other medical intervention required. The synchroseal instrument could not be opened after it was put back on the device and in the patient, so there was no tissue between the jaws. There was no unexpected tissue removal or bleeding due to the issue. No fragments fell into the patient and the patient did not sustain any injuries. The patient did not need to return to hospital due to post-operative complications. The procedure was completed with a replacement synchroseal instrument. No images were available. The synchroseal instrument has been returned and evaluated by the failure analysis team on 04/11/2023. The synchroseal instrument was analyzed and it was found that the synchroseal failed intuitive motion in the grip open motion. The synchroseal instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. For clarification, the grips were not able to open. The instrument grips would not open when manually manipulated either. A review of the logs found no failures. The cause of this failure is not determinable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The synchro seal instrument was further evaluated by the advanced failure analysis (afa). It was noted that afa confirmed the initial failure analysis findings. The instrument's grips were not moving intuitively, as they were not able to open. The jaw cover was taken apart during afa and it was noticed that the distal pin that goes into the crimped fitting had broken into half. A microscopic investigation showed that the two pieces were roughly the same size. Additional investigation was performed using CT scans, wherein the "bad" crimped fitting was investigated for a faulty or insufficient weld and compared to a "good" crimped fitting and distal pin assembly from a known good instrument. Discussions with engineering led to a conclusion that the CT images of the two looked different and it appeared the laser weld holding the crimped fitting and distal pin together was likely insufficiently and improperly performed. A weld failure would put more pressure on the pin, eventually leading to the break. The most plausible cause is hereby attributed to manufacturing. This issue was a one-off and would be monitored for any future occurrences.

Event description:
Refer to follow-up information.

Manufacturer narrative:
Based on the claim against the synchroseal instrument by the customer noting the instrument could not be opened, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to have the intuitive surgical, inc. (Isi) device returned for evaluation. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was reported that the instrument grips did not open, and it is unknown if it could be opened with the use of the emergency grip release function. Medical intervention may be required in the event that the synchroseal fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the synchroseal instrument could not be opened. The procedure was converted to another da vinci system. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.